Event description:
Nodules at injection site, erythema at injection site, pruritus at injection site, swelling at injection site report received from a physician in 2005, regarding a pt with no known allergies and no history of autiommune disease, who received injections of captique in 2005 to the nasolabial folds. In 1.5 months the pt experienced nodules, erythema, pruritus, and swelling all at the injections sites. The physician indicated the pt frequently uses tanning beds, and had just returned from a trip subsequent to the onset of the events, they planned to treat them with antibiotics (nos). At the time of this report the pt's outcome was unknown. No futher information was provided. Additional information received in jun 2005, from the director of pt services for the treating physician, who stated that the physician has prescribed oral keflex (cephalexin) 500 mg and a titrated dose of prednisone. No further information was provided. Additional information received in june 2005 from the director of pt services for the treating physician, who stated that the pt has finished treatment with prednisone, but the symptoms of ongoing. The swelling and redness are more visible on the right side, and are extending up under the right eye. At the time of this report the pt had not yet recovered. Qa investigation results: production and quality control documentation for lot# n0531 were reviewed. The investigation showed that the product met specifications at release and no associated non-conformances were noted.